Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic nissan fundoplication, the needle broke off while the surgeon was sewing his last stitch. Esophagogastroduodenoscopy (egd) was performed on the patient to locate the needle.